Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8212736. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was submitted that displayed a pierced catheter, a review of the manufacturing line was unable to associate the root cause for this damage with any portion of the manufacturing process. Currently, bd engineers speculate that it is possible under the right conditions for the catheter to become pierced by the cannula when the device is being removed from a partially opened packaging unit. Bd was able to confirm the customer¿s indicated failure mode in the sample provided. The team concluded that this defect could occur if the package is not opened completely. We could reproduce this defect by performing an inadequate handling after opening the package halfway. When the user removes the unit from the package, the inserter gets trapped on the individual package, while device is grabbed from the adapter and pulled out from individual package the memory of material (tubing) will cause a ¿sling shot¿ sending the needle to the original position resulting in a pierced catheter. Unfortunately, the package was opened and sample handled prior to investigation. Bd has implemented controls in the manufacturing area that have been effective to control any damage in the catheter since, during the visual inspection in final assembly and packaging area, the operator could detect the reported defect. According to internal process rejects (qn¿s) database, no issues like this have been reported. H3 other text : see section h.10.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Has been found with a split catheter before use. The following has been provided by the initial reporter: it's noticed that catheter split after unwrapped the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Has been found with a split catheter before use. The following has been provided by the initial reporter: it's noticed that catheter split after unwrapped the package